Event description:
Raynor intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during use of an advance preloaded injector (model: r-inj-09). The event description provided by the healthcare facility states that the injector became jammed during use.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The scrub nurse notified rayner sales specialist that the lens did not seem to want to move in the loading bay. The surgeon discontinued use of the r-inj-09 injector as he experienced an unusual amount of resistance when depressing the plunger. The device did not come into contact with the patient at any time. The surgeon implanted a back-up iol in the original planned surgery session. The healthcare facility has confirmed that there was no impact to the patient as a result of this event. The information received to date indicates that incorrect positioning of the lens within the loading bay may be the cause of the injector becoming jammed during use. The results of the device inspection performed by rayner will be provided in a follow-up report. Our review of production records for the r-inj-09 injector batch v443 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-09 injector (november 2013) was carried out in order to determine if any trends existed. This review concluded that, no other incidents, of any type, have been received against the r-inj-09 batch v443.